Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 2.75mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. A longitudinal tear was identified in the balloon wall. The proximal and distal markerband were inspected and found to be flattened. Microscopic examination of the balloon presented no irregularities in the balloon material and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 2.75mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.